Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a leaking insulin cartridge and became uncertain how to proceed during the supply change sequence. The customer care agent provided troubleshooting and education and guided the user to restart the supply change process. Investigation of this case revealed a user handling issue related to supply change and priming, with the suspected component being the cartridge and associated infusion supplies; no device malfunction was identified based on the absence of alarms and successful re-initiation of the process. No reported adverse clinical effects during the event reported. Outcomes included no alerts or alarms and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change procedure.